Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization 420 mg/dl. The customer reported being dehydrated as well. The customer was not wearing the insulin pump for a day prior to the time of hospitalization. Customer was treated with insulin drip. No troubleshooting occured.